Event description:
Pediatric patient (6 months of age) was to receive a pre-filled injection of pediarix i.m. When the nurse pushed on the syringe plunger, liquid shot out of the sides onto the nurse's gloved hand and on the paper covering on the exam table (as both were suddenly wet). The nurse is certain that although the child was stuck with the needle, none of the medication was received. On closer examination of the syringe, it was noticed that there was a crack in the luer lock piece of the needle hub which caused the vaccine to shoot out the sides. After examination, the staff disposed of the needle and the syringe, so there is nothing to return to the manufacturer. Staff inspected several other needles from that lot and did not identify any other defects. The infant had to return to be reinjected the next day which was upsetting to all involved but there was no actual harm due to this event.